Manufacturer narrative:
The device associated with this report was not returned. Review of patient x-rays and medical records confirms device loosening. The investigation could not draw any conclusions about the root cause of the device loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal claim received. It is alleged that the patient suffered from pain, inflammation, and limited mobility. It was also alleged that the poly insert was not wearing properly. Update: (B)(6) 2013 - medical records received from legal. Records indicate that the patient was revised because of loose tibial tray, loose femoral component, osteolysis, and poly wear.